Event description:
(B)(4). This device case, which does include an adverse event, reported by a pharmacy that contacted the company to report a product complaint, regards a patient of unspecified age, gender, and origin. The patient was taking a unspecified medication for the treatment of an unspecified indication. On (B)(6) 2010, the humapen memoir was reported to be in reset mode. The device was returned to the manufacturer on (B)(6) 2010, and upon examination missing segments in the one spot were found. The humapen memoir is associated with product complaint 1411072 / lot 0712c02. The user and the user's training status was not provided. The device duration of use was not provided. The pen was discontinued and returned to the manufacturer.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacy reported on behalf of the patient that a memoir pen that reset mode was showing in the display. The device (lot 0712c02, manufactured december 2007) was returned for investigation. Reset mode and missing segments in the one's dose digit were observed. The detailed investigation identified the missing segments when the temperature was elevated to approximately 35 deg c. The root cause was liquid ingress that had reached the lcd cable and degraded the electrical connection between the interconnect cable and the thin film conductive layer. The missing segments malfunction was confirmed and may result in an inaccurate dose of insulin. Corrective actions- a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does include an adverse event, reported by a pharmacy that contacted the company to report a product complaint, regards a patient of unspecified age, gender, and origin. The patient was taking a unspecified medication for the treatment of an unspecified indication. On (B)(6) 2010, the humapen memoir was reported to be in reset mode. The device was returned to the manufacturer on 01-sep-2010, and upon examination missing segments in the one spot were found. The humapen memoir is associated with product complaint (B)(4) / lot 0712c02. The user and the user's training status were not provided. The device duration of use was not provided. The pen was discontinued and returned to the manufacturer. Update 19-oct-2010: additional information received 19-oct-2010 via global product complaint database. Added device specific safety summary. Amended EU/ca fields.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.